Manufacturer narrative:
The complaint that the needle did not retract could not be confirmed from the representative 18g insyte autoguard device that was received in sealed unit packaging from lot #5045783. A functional test showed that the safety mechanism functioned and the needle fully retracted. The retraction time was within specification. The affected units were not provided for investigation. Although the representative sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
Incident 1 while placing IV on a patient, the needle did not retract. This allowed for an open sharp while finishing the steps to secure the patients IV. Sharp was appropriately disposed of. Two incidences occurred on the same day, with the same lot. 11/6/2025 the incidents that occurred are with two separate employees, and two separate patients. No injuries occurred.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.